Manufacturer narrative:
Evaluation of the returned unit confirmed the reported issue of the on and off switch being damaged. Additional testing found the voice chip was faulty causing the unit to not have a voice recording and only a clicking like sound could be heard. This loss of functionality would result in the alarm's failure to alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device it is likely expected normal wear and tear contributed to the defect. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states to test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer originally reported the on and off switch is damaged. Further evaluation found the alarm has no voice and only clicking noise is heard. The date the issue was discovered is unknown and no patient incident or injury was reported.